Event description:
A malfunction alarm was reported by the customer, identified with malfunction code 12. The customer confirmed there was no impact on their blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, enabling the customer to access settings afterward. A replacement pump was already being issued for a different cartridge alarm related issue.